Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. On (B)(6) 2026 around 02:00 in the morning, the patient heard the alarm go off. He experienced symptoms like being super hungry, a fast heartbeat, and passing out in the kitchen. He hit his head on the tile floor. The wife saw him and gave him an orange juice to stabilize and went to bed. When he woke up, he felt dizzy and asked his wife to bring him to the hospital around 07:00 in the morning. The patient couldn´t remember the bg nor cg values. He stayed after 6 hours, underwent medical evaluation, and was diagnosed with a mild concussion before being discharged. No additional treatments, procedures, medications, or interventions were reported during the call. The cgm reading at the time the alarm sounded was not provided. The type of alert displayed was not provided. It is unknown whether it was an urgent low alert or another cgm alert. At the time of the report the patient was fine. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.